Manufacturer narrative:
The events of loss of sensing and dislodgement were not confirmed. The right ventricular (rv) lead was returned for analysis. Visual, x-ray, and electrical examination was normal with no anomalies noted.

Event description:
Related manufacturer reference number: 2017865-2021-37570. Related manufacturer reference number: 2017865-2021-37573. It was reported that the patient presented to the emergency room for a follow-up due to migration of device. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD) had migrated to a different position inside the patient. Chest x ray was performed on (B)(6) 2021, which revealed the right atrial (ra) lead and the right ventricular (rv) lead had been dislodged and wound around the device. Both the leads were out of the heart. Also, the rv lead failed to sense during the testing. The rv and ra leads were explanted and replaced and the ICD was reprogrammed and connected to the new leads. The patient was in stable condition.